Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during preparation, it was noticed that the stent was not on the delivery system. The stent was found on the table. The device was not used on the pt. No additional event or pt info is available.

Manufacturer narrative:
.